Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the spouse reported that it was difficult to mobilize the patient's peg / j tube for the last three days and there was stoma site oozing. On (B)(6) 2019, the patient was seen by a physician and was commenced on 500mg of oral amoxicillin tds for one week for a stoma site infection. At the time of report, the patient was improving.